Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set site, including the adhesive, detached completely and fell off the patient's body. The event occurred after a few hours or a day. See MFR: 3012307300-2017-00061, 3012307300-2017-00062, 3012307300-2017-00063, and 3012307300-2017-00069.